Event description:
It was reported that an unknown alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, electrical testing, and a short simulated therapy were performed. A review of the device logs verified the reported condition as a check lines and bags alarm. The cause of the reported issue was determined to be damaged piston foam. To correct the condition, the piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.